Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring. Broken reservoir tube lip, minor scratched display window, pillowing keypad overlay and scratched case. The test reservoir and infusion set does not lock in place due to missing retainer.

Event description:
The customer's parent reported via phone call that the top of the reservoir compartment had broken off and the o ring was off. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.